Manufacturer narrative:
Based on the results of the analysis, the product malfunction was unable to be confirmed. Service engineer/customer did not respond to sufficient gfes (good faith effort) for additional information regarding the cause and fixing of the product issue. No further evaluation is warranted at this time.

Event description:
It was reported to philips that the device's 'tick' button is missing. There was no patient involvement.